Manufacturer narrative:
The insulin pump received with detached end cap. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer while priming insulin pump, heard a noise. Customer found the bottom part along with the drive support cap had came out. The blood glucose reading was 228mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.